Event description:
On (B)(6) 2013, the reporter contacted animas, alleging history/settings issue. The pump history does not record a temporary change in basal rate by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings: during testing, the pump powered on normally. The pump was tested for 24 hours with no alarms occurring. A temp basal rate was set; the pump successfully completed the temp basal program and it was accurately recorded in pump history. The insulin units remaining were correctly calculated and recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.